Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold. Stored electrograms (egm) showed possible intermittent undersensing with the ra and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.